Event description:
The recipient reportedly experienced electrode migration. Programming adjustments were made; however the issue did not resolve. On (B)(6) 2024 the recipient's device was repositioned.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient was successfully activated and has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.